Event description:
It was reported the customer experienced high blood glucose levels. Troubleshooting was performed and pump passed delivery system check. Customer changed cartridge and infusion set to stabilize blood glucose levels.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.